Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump delivered a bolus that the customer didn't program. The customer's blood glucose reading was 77mg/dl at the time of incident and at the time of the call. Troubleshooting found that the pump was worn in and MRI machine but that the pump was operating as designed. Customer indicated that they would monitor the pump and call back if necessary. No further details provided.